Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 23 months ago. Aneurysm and vessel morphology were not reported. It was reported that the aneurysm was expanding due to a type 3 endoleak. The implanting physician reported that a palmaz stent was required to be implanted proximally for an unknown reason. The stent was ballooned and calcium located in the aortic wall perforated the proximal end of the stent graft. The patient had gone to another physician for a second opinion regarding the aneurysm expansion. The physician treated the patient by relining the proximal stent graft with another manufacturer's stent graft and converted the device an aorto-uni-iliac after which a fem-fem bypass was performed. At the end of the procedure there was still an endoleak present; however, it was not confirmed whether it was type 3 of type 2 endoleak. The decision was made to perform a CT scan in 30 days. No additional clinical sequelae were reported.

Manufacturer narrative:
Conclusion:(calcified aortic neck). (Stent).